Event description:
It was reported that the programmer had a slow start-up time and that the electrocardiogram port was malfunctioning, causing the signal to be fuzzy. It was further requested that the programmer receive an overall maintenance check. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer report of slow start-up time and fuzzy electrocardiogram signal, the programmer passed incoming test. A broken keyboard hinge was replaced and no other anomalies were found. (B)(4).